Manufacturer narrative:
G4:17feb2021. B4:04mar2021. H11:g5:k102985. H10: the customer reported there was no patient involvement at the time the issue was discovered. The device was in bio-med for preventative maintenance. The device was not on the patient when the problem was noted. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the front bezel to return the device back to working condition. The device passed all tests successfully and was returned the unit to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19jan2021.

Event description:
The customer called into technical support (ts) reporting that the device¿s settings should move smoothly when being adjusted via the nav ring. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.